Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a laparoscopic colectomy procedure, the device partially fired. The stapler was able to cut, but not placed the staplers in place. The colon was small to use another stapler therefore surgeon did the anastomosis by suturing the colon that led to tissue damage and tissue loss. Surgical time was extended for more than 30 minutes.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a laparoscopic colectomy procedure, the device partially fired. The stapler was able to cut but not placed the staplers in place, around 50% of the staple line was incomplete, with no staples. The colon was small to use another stapler therefore surgeon did the anastomosis by suturing the colon that led to tissue damage and tissue loss. Surgical time was extended for more than 30 minutes.